Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a smiths medical pump displayed a no disposable alarm and won't run. Multiple attempts to resolve without success. Air noted in tubing. Resvol. 82.5 ml, rate 2.2 ml/hr, given 17.55 ml. No adverse patient effects were reported.